Event description:
It was reported that the patient presented remotely via (B)(6). Review of stored electrograms (egms) revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable and did not experience any adverse effects.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) again on 17 sep 2021. The device was reprogrammed. The patient was in a stable condition and did not experience negative effects.